Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there were no abnormalities inside of the instrument channel such as kink, dirt, and foreign material adhesion, and also found that there was no significant dirt, foreign material, or scratches around the instrument channel port, cylinder, and so on. Then, it was transferred to olympus service operation repair center (sorc). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, stenotrophomonas maltophilia, enterobacter agglomerans, and candida species were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number of microbes. Then, as a result of additional microbiological testing by the user facility performed immediately after the subject device was reprocessed, no microbes were detected. The user facility has regularly performed microbiological tests of the user's endoscope, but microbes were often detected only from the subject device.the reprocessing method of the subject device at the user facility is unknown.there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was obtained the following additional information from the user facility. As a result of microbiological testing by the user facility, gram-negative bacilli (80 cfu) were detected from the sample collected from the instrument channel of the subject device. The user facility reprocessed the subject device with non-olympus automated endoscope reprocessor, endostream, using peracetic acid. The subject device was transferred from omsc to olympus service operation repair center (sorc). Sorc checked the subject device and found the following. The angulation was insufficient due to the stretched angle wires. The angulation control knob was too loose due to the stretched angle wires. The adhesive on the bending section was chipped. The insertion tube was scratched and wrinkled. The adhesive around objective lens was peeled off. The universal cord was wrinkled. The remote switch 1 rubber was scratched. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.